Manufacturer narrative:
The wire was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported via medwatch (uf/importer report# (B)(4)) that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire flextip guide wire broke off and was left in the patient. The target lesion was located in the superficial femoral artery (sfa). The physician advanced the viperwire guide wire across the lesion and into the popliteal. The tip was advanced into a side branch of the popliteal and when the physician attempted to re-position it, the tip broke off and could not be retrieved. The tip of the wire was pinned against the vessel wall using a viabahn 6mm x 5cm stent. The patient status remained stable throughout the procedure. Three requests for additional information have been made, but none has yet been received.